Event description:
Note: this report pertains to the first of two malfunctions that occurred during the procedure. It was reported to the boston scientific corporation that, during prep, a jagtome rx sphincterotome device was stuck in bowed state (patient gender, age, and weight are unk). The device was not used and was replaced with a second jagtome rx sphincterotome device. Refer to associated manufacturer report # 3005099803-2008-06025 for a description of the other event.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.